Manufacturer narrative:
Product analysis: the everflex entrust was returned. No ancillary devices were included. The everflex entrust was returned with the red pull cable removed from the handle assembly. There was a bend to the catheter shaft approximately 3cm from the distal tip. At the proximal location of the bend, the pusher was identified. No stent was loaded the catheter. No other damages or anomalies were observed. The area of the bend was inspected over microscope. A 0.035" gw could not be loaded due to the blockage at the area of the kink. The thumb wheel was able to rotate with no resistance; however, the pusher did not advance within the catheter. The handle assembly was cracked opened and observed the pull cable detached from the proximal end of the silver outer. The proximal end of the silver outer was buckled and showed the material fraying outwards. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: severe calcification at the level of adductor canal which could only be subliminally recanalized reported. Antegrade puncture using 4f sheath followed by a 5f non-medtronic sheath was used. A non-medtronic v18 guidewire was used. 5mm non-medtronic pta was used. Pre-dilation of the isr was then carried out using a 6mm non-medtronic pta balloon. A control angiogram showed flow limiting dissection at the distal end of the stent and a soft stenosis at the fem pop transition leading to the decision to implant a 6 x 150mm x 80cm everflex entrust stent. The stent was successfully deployed at the target lesion. Patient was reported to be doing well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using an everflex entrust stent to treat a lesion in the superficial femoral artery(sfa). There was no damage noted to the packaging when removing the device from the tray. The thumbscrew/lock-pin were checked for securemen prior to procedure. No resistance was encountered when advancing with the device. Lock pin was removed. It was reported that the physician experienced deployment difficulties at the end of deploying the stent. It was reported that the thumbwheel jammed when approximately 2/3rds of the stent had deployed. The wheel turned again after using some force but the stent would not deploy further. The physician pulled back the shaft, withdrew the delivery system and the stent fully expanded. There was no patient injury reported.